Event description:
It was reported that the piston on the pump was ¿bad¿ and not functional. No additional information could be obtained as the report was made anonymously. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.